Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse replaced the test cup picking assembly, adjusted and verified alignments, successfully ran 5 cup transfer and sorter tests, and updated the software to 2.52. Subsequent daily checks were performed without error. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 15may2017 through aware date 15jun2018. There were two similar complaints identified during the search period. The 4151 c.tran-z home detect. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. The aia-900 operator's manual indicates that the 4151 c.trans-z home detect error message is generated when the home sensor s062, which is not supposed to be activated after the cup, is activated. No further operation will take place and an mf flag will be attached to the measurement result. The operator is instructed to contact the service department, check s062, check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side.

Event description:
It was reported that the customer received multiple "4151 c.trans-z home detect" errors with their aia-900 analyzer. The customer attempted to troubleshoot by performing "all set home" with no resolution. Inspection of the waste bin revealed no back up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta-human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), luteinizing hormone (lhii), and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Method: 4109; historical data analysis; 10, testing of actual/ suspected device, 4111; communication/ interviews results code: 180; mechanical problem identified. Conclusion code: 4307; cause traced to component failure. Device evaluation: the test cup pick assembly was returned for evaluation with no shipping damage. Functional testing of the test cup pick up assembly confirmed the reported event. The test cup pick assembly failed testing. The reported event was duplicated. The most probable cause of the reported event is due to failure of the test cup pick up assembly. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.